Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure type: hysterectomy. According to the reporter: during the case the needle came off the device. A device fragment or component fell into the pt¿s cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. The fragment was recovered and removed.